Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc). During the technical service representative (tsr) checked the setup, no kinks or blockages. There were air pockets in line and the cassette found when door was opened, the home patient (hp) would stop therapy for the day. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (ps) called the number provided for the customer on (B)(6) 2012. The receptionist that answered stated there is no nurse under that name that works within their department. No further information was provided.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided.